Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt. Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a recurrent incisional hernia in an open repair. It was reported that after the parietex mesh was inlay implanted and the progrip mesh was overlay implanted, the patient experienced recurrence, pain, and erosion. Post-operative patient treatment included revision surgery and repair of hernia.